Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. Resistance measurements were found to be out of specification. A (B)(4) test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. Based upon this, the reported failure "device remains activated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 overheated. A new kit was used to complete the procedure. There were no patient effects. The product was returned.